Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of patient due to water leaking out of the inflation valve. Allegedly, patient was having bladder spasms due to a full bladder and was very uncomfortable.

Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no leakage observed even when pressure was applied on the sac. The sample underwent a 7 day leak test and no leakage was observed. There was no leakage from the valve. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriorations prior to use."

Event description:
It was reported that the catheter fell out of patient due to water leaking out of the inflation valve. Allegedly, patient was having bladder spasms due to a full bladder and was very uncomfortable. The catheter was draining initially before the balloon deflated. The nurse was unable to reinsert suprapubic catheter, and awaited the physician to reinsert the catheter.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use was found adequate and states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deteriorations prior to use."

Event description:
It was reported that the catheter fell out of patient due to water leaking out of the inflation valve. Allegedly, patient was having bladder spasms due to a full bladder and was very uncomfortable.